Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err281. Reportedly, the reciever was exposed to moisture. No additional patient or event information is available. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.